Event description:
User facility mandatory medwatch received which stated "new bottle of integrillin started at 12cc/hr (100cc bottle) approx three hours prior to the bottle being empty. Integrillin bottle was empty with pump still running. Pump removed from service immediately." Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
At this time, the customer contact has not indicated that the device will be returned for eval. If the device is received, a follow-up report will be submitted.